Manufacturer narrative:
Date of event: (B)(6). Date of report: 19aug2019. The product support engineer (pse) advised the customer to replace the flow sensor assembly. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reports that during the performance verification test (pvt), the air delivery flow accuracy test is not passing. There was no patient involvement.